Manufacturer narrative:
Batch review performed on 17 feb 2026. Liner: mpact dm 01.26.2848mhc double mobility hc liner d 28/dmd (k092265) lot. 2316615: (B)(4) items manufactured and released on 20 sep 2023. Expiration date: 2028-09-04. No anomalies found related to the problem. To date, 83 items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.201 28mm biolox delta head s (k112115) lot. 2416419: (B)(4) items manufactured and released on 21 jun 2024. Expiration date: 2029-06-05. No anomalies found related to the problem. To date, 93 items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
A revision surgery was performed one month after the primary procedure due to infection of unknown cause. The surgeon performed a washout and replaced the liner with the same size, as well as the femoral head with the same size. The procedure was completed successfully.